Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.

Event description:
It was reported by the loaner department that the products received on back order did not match what was printed on the label. There was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This product issue was located internally and was never distributed to the customer.